Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. Boston scientific technical services discussed options. The lead remains in service. No adverse patient effects were reported.